Event description:
There was an allegation of a questionable elecsys vitamin d total iii result from the cobas 8000 core unit. The initial result was 120 ng/ml, accompanied by a data flag. The repeat result was 14.89 ng/ml. The questionable result was not released outside of the lab, as the issue was detected because it did not match the patient's clinical diagnosis.

Manufacturer narrative:
Complete response for medwatch field e1 initial reporter establishment name: (B)(6) hospital. The serial number for the cobas 8000 core unit is (B)(6). A field service engineer (fse) was on site and retested the sample, the 1st result was 120 ng/ml accompanied by a data flag. The 2nd result was 14.01 ng/ml. No abnormalities were found in the sample. The investigation is ongoing.

Manufacturer narrative:
The investigation was unable to determine a direct root cause. A general reagent or analyzer problem was not present, as the qc prior to the event was within ranges. A field service engineer (fse) replaced the measuring cell. No further issues have been observed by the customer.